Event description:
Medtronic received info that this female pt underwent a double switch repair with senning procedure for l-type transposition of the great arteries in 2009. It was noted the cardiac procedure was seven hours in duration. After the procedure, the pt remained unstable due to poor cardiac function and could not be weaned from bypass. The chest was kept open and the pt remained intubated. Therefore, an ECMO procedure was needed and a model 1500 silicone oxygenator was successfully set-up to the circuit for extracorporeal support in the operating room (or). It was noted the oxygenator was primed early in the same month, without incident. During the fifth hour of extracorporeal support, where the pt was being transferred from the or to the intensive care unit (ICU), the temperature monitoring port broke-off of this oxygenator and body fluid leaked from the site, resulting in severe hypotension. It was suspected the port was bumped while preparing the pt for transport. During change-out, manual resusitation including cardiac massage and mechanical ventilation took place until the oxygenator was removed and replaced. The anesthesiologist noted the pt never became cyanotic during the change-out. The device was removed, replaced, and discarded. The lot/serial number was unable to be obtained, as it was not recorded for the ECMO procedure. The pt recovered from the procedure and was released from the hospital.

Manufacturer narrative:
Eval: device was not returned for analysis. Results: lot number was not provided, therefore, a device history review could not be performed. Analysis: the device was discarded and not returned for analysis. The lot/serial number of the device was unable to be obtained. Therefore, a device history review could not be performed for this device. Conclusion: based on the info provided, operational context likely contributed to this event. The device was primed 17 days prior to use and was providing its essential function in an ECMO procedure for 5 hours. Only while preparing for/transporting, the pt did the port fracture and leaked body fluid. It was suspected that the device was inadvertently bumped during either preparing or during transport of the pt. Medtronic will continue to monitor the field performance to detect similar events should they occur.